Manufacturer narrative:
Findings: pump received with scratched case, missing retainer ring, missing reservoir tube o-ring, broken belt clip rails, keypad overlay texture damage, cracked select button keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown.